Event description:
A malfunction alarm with code malf 13 was reported on pump there was no adverse impact to the customer's blood glucose level. The customer followed instructions to use multiple daily injections as a backup therapy and was advised by technical support to put the pump into storage mode before returning it.